Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s high blood glucose level was over 400 mg/dl. Customer stated they lost insulin pump when she took off her pump while she was out and doesn't know what happened to it after that. Customer declined troubleshoot for high blood level. The insulin pump will be returned for analysis.